Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s grandfather reported via phone call that the customer¿s reservoir is empty but nothing was damp. The customer¿s blood glucose was unknown. The reservoir is not returning for analysis.